Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have a blade broken. The blade broke at midpoint. A piece approximately 0.372"-0.085" was found to be broken off and the piece was returned. Components adjacent to this broken blade do not show damage. Review of the provided image was consistent with the tip of the instrument was broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage prior to operation. The instrument broke inside the patient, causing a fragment to fall into the patient. The surgeon believes the issue was related to product quality. The instrument was used for only a few minutes prior to issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. All fragments were retrieved. No additional surgical procedure required to remove the fragment. CT scan performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.